Manufacturer narrative:
The insulin pump was received with unresponsive act, escape and b buttons due to flattened button dome switches. No unlock on lcd keypad connector noted. The insulin pump passed idle current test. Unable to perform run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test due to button keypad anomaly. The insulin pump had minor scratched display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that the act button responded intermittently. Customer's blood glucose was 250 mg/dl. Customer does not know what caused anomaly. Customer reported that blood glucose had been between 300 mg/dl and 400 mg/dl and thought it was due to bad insulin. Customer threw out insulin and no longer had problems with high blood glucose. After troubleshooting, customer was advised that insulin pump would need to be replaced.